Event description:
It was reported that a user of the ilet pump experienced hyperglycemia, with the pump displaying high and a confirmatory fingerstick of 364 mg/dl after a recent infusion set change; the user was advised to replace supplies again and agreed. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education on infusion set replacement and site management. Investigation included remote technical assessment and user-led troubleshooting to verify no leaks and to replace the infusion set and related supplies. Investigation of this case revealed no confirmed device malfunction and suggested a potential infusion site or set issue consistent with hyperglycemia following a recent set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.